Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty deploying an inset infusion set, describing that the set did not eject into the body after pressing the release buttons, and the patient subsequently switched to backup therapy while traveling. Symptoms included no reported blood glucose impact. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included troubleshooting and education to replace the infusion set and attempt a new insertion. Investigation of this case revealed user difficulty with infusion set deployment and possible incorrect attachment or activation of the infusion set connector and insertion mechanism. It was concluded, based on previously established findings for similar reports, that the cause was user technique.